Manufacturer narrative:
The problem was due to wrong focus on lens. After the repairment, the laser system restarted to work. We are unaware about patient injury.

Event description:
The laser system has the following problem: "laser beam profile too large for 200um fiber. Multiple fiber failures and damage to blast shields using 200um fiber."